Event description:
While deploying a 3.0 x 18 mm cypher stent to the pt's mid right coronary artery, the balloon ruptured at 14atms. Angiography then showed a minor vessel dissection at the distal end of the stent. To treat the dissection, an additional 3.0 x 13mm cypher was implanted with overlap to successfully cover the dissected area. The procedure was completed. The target lesion was pre-dilated with an unk balloon. The lesion was de novo, not calcified, nor tortuous with a 90% stenosis. The sds will be returned for analysis.

Manufacturer narrative:
Additional info will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.